Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 413 mg/dl at the time of the call. The customer stated they had a new insulin pump but had issues with delivering insulin. The customer stated that they found a bent cannula after changing the set. The customer did not have time to troubleshoot the issue. The customer was advised to change the infusion set as soon as possible. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.